Event description:
In 2009, baxter product surveillance received uf/importer report stating that a 20 ml (milliliter) fentanyl syringe and tubing were changed to a new pump. The pump was programmed to infuse at a rate of .33 ml/hour. Approximately 24 hours later, the 20 ml fentanyl syringe was removed and replaced with a new fentanyl syringe. The syringe that had been removed had 18.5 ml of fentanyl remaining after 24 hours. The pt only received 1.5 ml of fentanyl administration, the pt's heart rate increased by an average of 10 bpm (beats per minute) and the patient had seven episodes of emesis. The pt required two boluses of 10 mcg (micrograms) fentanyl, one bolus of 115 mcg, three doses of .5 mg (milligrams) vecuronium, and one dose of 2.5 mg diphenhydramine for agitation. Observation was also increased. Baxter is still attempting to obtain additional info regarding this report.

Manufacturer narrative:
It is unk at this time if the device wil be returned to baxter for eval.